Event description:
During an impella 5.5 placement procedure, a movable core wire guide became separated inside of the patient. Both pieces of the wire were successfully retrieved. Item was removed from service, placed in a specimen bucket, labeled and sent to or supply with a product failure form.